Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer requested assistance with settings due to customer having high blood glucose between 300 mg/dl and 400 mg/dl at nights. Caller was advised to consult healthcare professional regarding settings.